Event description:
It was reported that the patient's device was receiving a "no disposable tubing" alarm. Per reporter the patient switched to their backup device and believed it to be a pump issue. A. The patient was a 72-year-old female. The suspected medication was treprostinil sodium (IV) (treprostinil sodium) injection. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated, b3 - date of event. Updated d3 - manufacturing plant address. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.